Event description:
Information received by medtronic indicated that the insulin pump's buttons were unresponsive, got button errors frequently, had rejected new batteries, lost settings after battery was changed, battery lasted less than 7 days, had damage near the reservoir area which resulted in a piece missing, had rainbowing on the corner of the screen, had unexplained no delivery alarms. Customer stated that the insulin pump no longer got low battery or low reservoir warnings. Customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.